Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 300 mg/dl. The troubleshooting was performed. The customer was advised to reinsert reservoir and run manual prime and insulin did exit the tubing. The customer was referred to healthcare provider for bolus wizard settings. The customer ended up disconnecting the call and attempted to call back but no answers. No further assistance was given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.